Manufacturer narrative:
The device was returned for analysis. The reported missing component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported missing component appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after removal of the protective sheath and during device preparation, the stent was noted to be missing. There were no difficulties during removal of the protective sheath and the sheath was checked after removal for the missing stent. The missing stent could not be located. The device was not used and there was no patient involvement or a reported clinically significant delay in the procedure. No additional information was provided.